Event description:
New information indicated that a device software download was performed successfully.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention or patient symptoms were reported. The patient would continue to be monitored.